Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had an alleged defect. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: at analysis it was determined that the main board was defective. It was noted that the lower case was broken, the bail attachment cover and bail were missing, battery drawer was cracked, and the upper case was damaged. The device was not repaired and will be scrapped. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.